Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step and also received minimum fill notice. There was no adverse impact to the customer¿s blood glucose level. Cts educated caller to make sure to complete cartridge air removal step prior to filling the cartridge. Customer was instructed to remove air from cartridge before filling and acknowledged understanding, then successfully resumed insulin, and no further technical support action was required.